Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported: "suture (vicryl 0 ct1) was brittle during surgery 3x." Please clarify: did suture break during the procedure? Or is this a surface related issue? What does 3x mean since quantity of product involved is 2, how many "sutures were brittle" during this surgery for this patient? Procedure date? What tissue was being approximated or sutured when it broke? What was used to complete the procedure? What is patient's condition? Investigation summary: photo analysis: after visual inspection of the image received for evaluation. Two open foil packages of product code vcp346h. The reported condition could not be observed in the picture. To avoid this type of damage: hold the needle in an area one-third (1/3) to one-half (1/2) of the distance from the end of the accessory to the tip. To avoid this type of damage: hold the needle in an area one-third (1/3) to one-half (1/2) of the distance from the end of the accessory to the tip. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 ug/m. Events reported via: 2210968-2021-12277.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.